Manufacturer narrative:
One photograph was returned of the explanted articular surface, confirming the fracture of the device. No devices were returned for review. Device history records were reviewed and found conforming. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Device labeling indicates that the combination of the femoral and articular surface components used in this case is not indicated for use. The inappropriate combination of these products may have caused or contributed to the alleged failure.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt presented with knee pain and upon physical examination it was determined that the polyethylene surface had dislocated and lodged itself anteriorly between the femoral component and the extensor mechanism. During the revision surgery, the retrieved insert showed breakage at the locking mechanism.